Event description:
Additional information was obtained and on the day of the event, the customer was transported to the hospital and was treated with an insulin injection for high blood sugar. It is unknown how long the customer was hospitalized.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels.